Event description:
The lead was replaced when an attempt to reposition the lead was unsuccessful due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.